Manufacturer narrative:
Correction to field b2: updated the selection to include death and updated date of death.

Event description:
It was reported that the deep brain stimulation (dbs) patient developed a brain bleed in the right hemisphere near the top of the brain. The patient experienced significant moments of confusion and sundowning in the evening. The patient was admitted to the hospital and later passed away from renal failure and hyponatremia. Additional information was received proving the patients date of death.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-linear leads, upn: m365db2203450, model: db-2203-45, serial: (B)(6), batch: 5003333, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient developed a brain bleed in the right hemisphere near the top of the brain. The patient experienced significant moments of confusion and sundowning in the evening. The patient was admitted to the hospital and later passed away from renal failure and hyponatremia.